Event description:
The pt was experiencing increased pain levels. The hcp "tried to release reservoir" under xray guidance. Tghe hcp implanted a new pump after an implant duration of 15 months. The patient outcome after the replacement surgery was not reported.